Event description:
Mentor implants saline and silicone caused me to have severe heart, anxiety, mentally depressed, extreme fatigue, and severe panic attacks to hospital numerous times. Had them out in (B)(6) 2018 and now am better do more research before a class action, thousands of women, will soon be millions are sick due to FDA non educated decisions and greed. What if it was your mother or daughter.